Event description:
It was reported that the patient would turn stimulation down to 3v and when she was laying down the implantable neurostimulator (ins) would increase to 4.50v on its own. This started the day prior. She stayed in the same position for 3 minutes and stimulation went back to 4.50v the next morning. She was going to have a surgery in 2 days to have an injection done; the surgery was not related to the ins. The patient wanted to have a manufacturing representative (rep) meet with her for follow up. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).